Manufacturer narrative:
(B)(4). H6: component codes: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implant is appropriate initially. Loosening of the humeral component is identified on the study, likely related to a fracture along the lateral cortex distal humeral diaphysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an elbow revision surgery due to the implant loosening approximately nine (9) months after the initial surgery.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.